Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had reached an eri (elective replacement indicator) battery status sooner than expected. The physician is dissatisfied with the longevity of the device. It was further reported that the left ventricular (lv) thresholds have been elevated since implant.